Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer's blood glucose level was 434 mg/dl at the time of incident. Customer was treated with manual injection high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that insulin pump was under delivering insulin. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.